Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding this report. The user facility reported that the balloon remained in one piece when it burst, and there were no device fragments left inside the patient's body. The staff had reportedly been attempting to keep the balloon inflated, and the physician had been adjusting the locking mechanism when the event was said to have occurred. The device referenced in this report was returned to olympus for evaluation. Visual inspection of the subject device confirmed that the balloon was damaged, and there was evidence of a puncture at the distal end, and the cuff was torn. The reported phenomenon was attributed to physical damage in which the device might have been punctured during insufflation or came in contact with a sharp object. The subject device was forwarded to original equipment manufacturer for further evaluation. If significant additional information was received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an endoscopic retrograde cholangio pancreatography procedure (ercp), while the physician was scrubbing the duct, the balloon portion of the device burst inside the patient. The intended procedure was completed with a different balloon. There was no report of patient harm.